Manufacturer narrative:
This complaint is recorded with zimmer biomet under (B)(4). On (B)(6) 2016, it was reported that the device produced an incomplete mesh through the center of the graft. On november 16, 2016, it was clarified that the issue occurred at a cadaver tissue bank. The customer returned a skin graft mesher device, serial (B)(4), for evaluation. The customer also returned a 1.5:1 ratio cutter, serial (B)(4), and a 2:1 ratio cutter, serial (B)(4), for evaluation. The device history record (DHR) and previous repair report reviewed noted no related non-conformances, requests for deviation (rfd), change notices (cn) or any other issues with manufacturing. The DHR and previous repair report review found no issues with the device and all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has previously repaired/evaluated skin graft mesher serial (B)(4) one time as documented in the repair reports in livelink. The last repair was (B)(6) 2016 where it was reported that the device produced an incomplete mesh and the gear and shoulder bolts were replaced. This is not a related issue. Initial qa inspection of the skin graft mesher on (B)(6) 2016 revealed minor cosmetic damage to the mesher handle including nicks and scratches. The latching pins engage as intended. There was no apparent damage to the comb. There was significant wear noted to the roller gear and galling to the roller shaft extension. The ratchet handle appeared to ratchet normally. The 1.5:1 ratio cutter, serial (B)(4), showed significant wear to the roller gear and had a few nicks to the cutter blades throughout. The 2:1 ratio cutter, serial (B)(4), showed wear to the roller gear and had a few nicks to the cutter blades throughout. The test mesh using the customer¿s mesher and ratchet was unable to be performed due to the damaged roller gears which did not allow the cutters to roll smoothly. Repair of the skin graft mesher was performed by zimmer biomet surgical on (B)(6) 2016 which included replacement of the roller, roller gear and comb. The 1.5:1 ratio cutter, serial (B)(4), had the bushings, collars and gears replaced and then produced a passing cut. The 2:1 ratio cutter, serial (B)(4), had the bushings, collars and gears replaced and then produced a passing cut. The reported event was non-verifiable as no testing was able to be performed due to the damaged roller gears which did not allow the cutters to roll smoothly. No testing was able to be performed due to the damaged roller gears which did not allow the cutters to roll smoothly. Therefore, based on the information that was provided the root cause of the reported event could not be specifically determined. Skin graft mesher, serial (B)(4), was repaired, tested and returned to the customer.

Event description:
It was reported that the device produced incomplete mesh through center graft. No adverse events have been reported as a result of this malfunction.